Event description:
Per written report; "adult female, approx 80 yrs. Pt got up out of bed, knocked over her water glass, bent down and picked up the glass, proceded to the bathroom, came back to bed, laid down, at which time the nurse came in and saw blood on the blanket approx. 30-50 50 ml's. Nurse then determined that the tubing had come apart at the filter. Portacath blocked and pt will need to go to the o.r. To have a replacement on her next admission. One incident. Info recvd stated the separation actually occurred at the y-site and not the filter.